Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemic event occurred a little over 2 hours after a usual for me breakfast meal announcement was delivered (cgm glucose was 81 mg/dl and stable at the time). A less than usual meal announcement was delivered during the hypoglycemic event (cgm glucose was 58 mg/dl at the time). Device data shows similarly sized usual breakfast meal announcement doses that were delivered on previous days when cgm glucose was similar at the time of the meal; these doses did not result in severe hypoglycemia. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. The hypoglycemic event was likely caused by the user overestimating the carbohydrate content in their meal resulting in excess insulin relative to their need.

Event description:
On 6/2/2024 an ilet user's wife reported the user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 6/2/2024. The wife stated the user woke up and did a fingerstick to test their bg, which was at 133 mg/dl. The user then had breakfast, consuming 1/2 a bagel and 1/2 a banana nut muffin, which she noted was about 75g of carbs, much more than they usually eat. The user then announced a 'less than' breakfast bolus. Four hours later, the user did a fingerstick and their bg was at 70 mg/dl. The user stood up to eat lunch but felt dizzy and fell back down. The user did not have a seizure, but a subsequent fingerstick showed their bg was 50 mg/dl. The wife gave the user 10 glucagon tabs and immediately disconnected them from the ilet, assisting them because they were still dizzy.